Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device died. There were no delays in the surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the driveshaft was broken and cord was torn. Therefore, the reported condition was confirmed. It was determined that the broken driveshaft was consistent with excessive force being used during use, which would be misuse. It was determined that the broken driveshaft and torn cord would cause the device to overheat causing the handpiece to fail(die) and have an e8 error. It was determined that the torn cord was consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or by exerting extreme force on the cord during cleaning or use. The assignable root cause was determined to be due to component damage caused by misuse/abuse and user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate